Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons hard to push, sticky, or sometimes unresponsive as well as insulin pump rejecting the new batteries. The customer¿s blood glucose was unknown. Customer also reported that the rainbow effect on screen. Customer also reported that insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify low battery alert and no delivery alarm due to buttons not responding. (B)(4).